Event description:
It was reported when the devices were used during a low anterior resection, the staples did not form. The case was completed with another endoscopic linear cutter. There was no consequence to the patient.